Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, trauma / accident, immediate implantation, pain. Implant was placed into previous osteotomy for greater depth. Patient reports biting something hard, then pain. Implant exfoliated 2 days later.